Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient. At this time, it is unknown if the panniculitis is mild to moderate or severe. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh on (B)(6) 2020, (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023 using the f165 applicator and may have developed paradoxical hyperplasia (pah/ph) and was diagnosed with panniculitis. Patient reported they went to get an ultrasound and the nodules are showing necrosis and suspects ph.

Manufacturer narrative:
Additional information: a4.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh on (B)(6) 2020, (B)(6) 2022, and (B)(6) 2023 using the f165 applicator and may have developed paradoxical hyperplasia (pah/ph). In addition, the patient was diagnosed with panniculitis. Patient reported they went to get an ultrasound and the nodules are showing necrosis and suspects ph.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh on (B)(6) 2020, (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023 using the f165 applicator and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Additional and/or changed data: b6 d4. Corrected and/or changed data: h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh on (B)(6) 2020, (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023 using the f165 applicator and may have developed paradoxical hyperplasia (pah/ph). In addition, the patient was diagnosed with panniculitis. Patient reported they went to get an ultrasound and the nodules are showing necrosis and suspects ph.